Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2016 due to high blood glucose, addison's disease, and diabetic ketoacidosis. Customer's blood glucose was over 700 mg/dl. Customer had symptom of thirst. Customer was taken to the hospital. Customer reported that insulin pump was removed by emergency medical service while in transport to hospital. Customer was later transported to rehabilitation facility. Customer states that transmitter was lost after removal, but was later able to locate transmitter. Customer would call back.